Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarms. The customer stated they were unable to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer perform displacement test and had passed test but while performing basal delivery pump error reoccurred for which customer does rewind but it reoccurred again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Retainer ring=black the pump was returned for unexpected pump error 15 alarms found on (B)(6) 2021. Pump successfully downloaded traces and history files using thump. Unit passed the displacement test and self test. No unexpected pump error 15 alarms noted during testing, however pump error 15 (file number = 0; line number = 1938) found in pump history/trace files on (B)(6) 2021 at 11:47am. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ p-cap / reservoir locks properly into place .the following were noted during visual inspection: minor scratches on case. Pump error 15 (file number = 0; line number = 1938) confirmed in the pump history/trace files on (B)(6) 2021 at 11:47am due to software anomaly as per global logic analysis (esf #3764385). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.